Event description:
The user facility reported that an over pressure alarm occurred on their amsco 400 sterilizer. Following the alarm, the user facility shut off the electrical utilities for the sterilizer but inadvertently left the separate electrical utilities to the sterilizer's steam generator powered on, subsequently causing the unit to overheat. No injuries were reported.

Manufacturer narrative:
Investigation for the reported event is still in process. A follow-up report will be submitted when additional information become available.

Manufacturer narrative:
A steris service technician arrived onsite and found the circuit breaker to the sterilizer's steam generator to be on and the power to the sterilizer to be off. As the circuit breaker power to the sterilizer's steam generator was on, this allowed power supply to the heater elements causing remaining water within the generator to boil off. As the power to the sterilizer was shut off no water was being added to the generator subsequently causing the components to overheat. The steris service technician counseled user facility personnel on the importance of shutting off power to the steam generator when the power to the sterilizer is turned off. A complaint review considers this to be an isolated event. The user facility purchased a new sterilizer and no additional issues have been reported.